Event description:
The customer reported the loss of a usable live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.